Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was break during use in operation case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show three opened foils labeled vcp845, with lot number 106he8 and expiration date: 2030-01-31, and two winding formers are empty. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.